Manufacturer narrative:
Corrected: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) and during testing, pacing latency was seen on the right ventricular (rv) lead. There is misalignment on the markers on the electrograms (egm). It was further r eported that the programmer was unable to display the egms while the device was operating in vvi mode. It was noted that during interrogation of a legacy device at eri, egms were not available. Additionally, when processing the data, the system attempted to calcul ate the timing of the markers, but the interleaved egm data was missing. The programmer is expected to be returned for evaluation. The ipg was explanted and replaced due to normal eri and rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) and during testing, pacing latency was seen on the right ventricular (rv) lead. There is misalignment on the markers on the electrograms (egm). The ipg and rv lead both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: sedrl1 ipg, implant date: (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.